Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the previous 3.5 cm cuff had a hole. The defective cuff was removed. A surgical procedure was performed in which a 4.5 cm cuff, a 3.5 cm cuff and a 61-70 cm balloon were implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to the patient presented recurring incontinence. There were no further patient adverse effects.